Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis. The patient's blood glucose increased to the 400 mg/dl and 500 mg/dl range. The customer was treated with IV drip and manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The customer declined to review their device settings. A high pressure test was declined since the customer wanted to continue using her current infusion set. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.